Event description:
It was reported that a spectrum pump has a system error 322. It was also reported there was no injury.

Manufacturer narrative:
(B)(4). The device was rec'd and evaluated by baxter. The evaluation found the upper latch switch was producting noise although the pump never went into a sys error 322. The root cause was determined to be the upper latch switch is failing. The upper auxiliary will be replaced.